Event description:
Customer reports lancet protrudes beyond the end cap of the softclix plus device after firing. Customer saw the lancet protrude and the lancet accidentally stuck the customer. No adverse event or medical attention needed.no adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.